Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had multiple low voltages in their history. The patient noticed over the month of (B)(6) 2025, the system controller would randomly beep stating to change power, but the batteries were fully charged. When assessing the power cables, there was a break in one and green leakage around the other power cable's connector. Technical services stated that the green substance indicated the controller power cable outer jacket was breached and allowed for oxidation of the internal shield to occur. The event log file contained multiple low voltage advisory alarms when the patient was utilizing battery power. The alarms may have been associated with the current condition of the controller power cables. The patient did not have symptoms and was stable. The low voltage alarms resolved after the controller was exchanged which was performed once the patient's international normalized ratio (inr) was therapeutic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Photos provided by the customer revealed damage and fluid ingress at the white power cable strain relief and a broken black power cable strain relief. Provided information stated that the alarms resolved after the controller exchange and the exchanged equipment was disposed of. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available online. Heartmate 3 IFU, section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿, explain how to properly care for the equipment, including the system controller and its power cables. Heartmate 3 patient handbook, section 4 ¿ ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook, section 10 ¿ ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.